Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that ¿no image¿ occurred due to cable failure. The cause of cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition camera head had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and evaluated; customer allegation was confirmed. Image disappears and darkens and the visual field was suddenly lost. The cable unit was cracked which caused image noise and no image was displayed. There was a buckle on cable unit. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.